Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for eight months and five charging cycles were recorded to the device memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right atrial as well as the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right atrial and right ventricular channels. However, a thorough analysis of the ICD proved the device to be fully functional. Based on the analysis results, the integrity of the lead cannot not be assured.

Manufacturer narrative:
(B)(4).

Event description:
This device was explanted during a lead revision. During the procedure, patient pressure dropped due to a reaction to the anesthesia, so the procedure was aborted. Lead was also explanted and no system replacement was made at this time. Should additional information become available, this file will be updated.